Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the tip of the inserter fractured upon insertion and the anchor failed to deploy.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to surgical alignment. There are warnings in the package insert that these types of events may occur. Under warnings, it states ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the tip of the inserter fractured upon insertion and the anchor failed to deploy. The fractured piece was retrieved from the patient.